Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. The device being difficult to remove after clip deployment as reported, can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, at final inspection all starclose se devices undergo inspection to verify the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram performed prior to the procedure revealed no vessel calcification and no vessel tortuosity. Difficulty in removing the device could be caused by compacted scar or fibrous tissue, however, the reported information did not indicate these conditions. As reported, the safety release mechanism was activated, however, resistance was felt when attempting to remove the device. Although the starclose se instructions for use (IFU) does not describe in detail how to proceed if the device is still difficult to remove after activating the safety release mechanism, assertively pulling the device out does comply with the IFU. Difficulty in removing the device can be caused by inadequate nick and spread incision or by not maintaining the angle of tissue tract during advancement of the thumb advancer, however, there was no report of any abnormal nick and spread incision or angle. Based on the reported information and the inspection criteria, a definitive cause for the device being difficult to remove could not be determined. During manufacturing all starclose se devices are visually inspected and functional deployment testing must meet specification. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure was achieved in the common femoral artery using a starclose se device after an interventional radiology procedure. Reportedly, after clip deployment the device could not be removed. The device safety release mechanism was activated, but the device did not release from the anatomy. The safety release button was unsuccessfully tried but the device could not be removed from the patient anatomy. The physician, using a hemostat, went down the track, and holding the hemostat on the clip, assertively pulled the device out. Hemostasis was achieved with the clip. The customer reported a 5 to 10 minute clinically significant delay in the procedure because of the difficulty to remove the device. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.